Event description:
It was reported, that the customer had reported, that a pump shut off yesterday. The red light came on and she was not able to turn off the channel. Removed the channel and placed it at the nurses desk. No patient harm reported. Changed out the module and no further issue. Tpc reviewed lvp device error logs in the pcu and confirmed unit recorded an 240.4150 error on 20 mar 2023. This was reported to bd associate during the site visit. No further information available.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event, along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.